Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that sterilization of the cables caused the connectors to loosen easily, the (B)(6) boot and alligator clip were missing. It was additionally noted that the positive continuity tests "open" due to the damage and that some tests were completed with probes due to the damage. Continuity from the plug to the positive missing clip was ok and continuity across the (B)(6) external pulse generator (epg) connector was ok. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the cables are sterilized prior to use, the claws of the cables are loose, and the cables are fragile. There is a concern about integrity of the cables, and the ability to re-use them. The cables have been returned. There was no patient involvement.